Event description:
During a call to gts on (B)(6) 2012, the care giver (cg) reported a problem. The cg stated they disconnected the solution bags and reconnected them with the heater bag. Proper procedures were reviewed with the caller. There was patient involvement but no injury or medical intervention was reported. The customer contacted baxter's service center regarding a system error (se) 2267, which occurred on the homechoice (hc) during drain 5 of 6. The caregiver (cg) stated they noticed a clamp was closed on a the supply bag so they disconnected the bag and connected it to the heater. Technical service representative (tsr) explained alarm and advised to close clamps then cycle the power to clear both system error 2267 and 2367 and advised to discard supplies and finish with manuals or start over with new supplies. The alarm cleared. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed, as the supply line was disconnected and reconnected to the heater line. However the cause was undetermined.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.